Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2022 and barbed suture was used. When the surgeon tried to insert the needle from the trocar, the needle got caught in the trocar and broke. The broken needle tip fell into the body through the trocar, but could be removed without losing sight because the camera captured the needle tip. The product was supposed to use for vaginal cuff. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the patient¿s current health status and condition? What is the lot number? Are there any photos available? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.